Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electrocardiogram (ECG) connector was loose. It was also noted that the device locked up on the "medtronic" logo screen, the hinge plate screws were missing, the stylus was missing and the handle was broken on the upper case. Concomitant product: 229047 analyzer. (B)(4).